Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for femoral trochanteric fractures. During the surgery, after insertion of the nail, the surgeon tried to connect the 85-mm blade to the impactor for blade, but it was idling, and he could not connect it successfully. He tried to use a wrench to connect it, but it did not help. He replaced the 85-mm blade. The surgery was successfully completed without any delay though a longer blade was implanted. The patient outcome was stable. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity 1), unknown impactor (part# unknown, lot# unknown, quantity 1), unknown wrench (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.027.052s, lot: 5l64224, manufacturing site: bettlach, release to warehouse date: august 09, 2019, expiry date: july 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the blade was returned in locked condition. There are some scratches at the citrus shaped sleeve visible, the anodized layer is worn away at the scratches which indicates that they were caused post-manufacturing, most likely by nail contact during the insertion. Otherwise, the device is in a good condition. Functional test: the functional test was performed with an available impactor and was not able to reproduce the complained malfunction with the returned device. The in locked condition received blade could be attached to the impactor as required, as soon the blade was turned in the "attach" direction the blade did get unlocked and the tip was movable as required. Then it was possible to close the blade in the "lock" direction and the blade was finally locked and separated form the impactor as required. Summary: the complaint is unconfirmed as the received blade is functional as required, it was not possible to reproduce the complained malfunction. The blade can in conjunction with an impactor be attached/detached and locked/unlocked as required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.